Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on the sensor patch. Data was extracted using approved software, and extraction was successful. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and data analysis is consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device after 1 day of use and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and hypoglycemia was unable to self-treat, requiring healthcare professional (hcp) treatment of glucose infusion for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the adc device after 1 day of use and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and hypoglycemia was unable to self-treat, requiring healthcare professional (hcp) treatment of glucose infusion for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed on sensor patch. Data extraction was successful. Sensor state 7 with event code 11, 224, and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion where a sensor tail was unsuccessfully applied to the user¿s body. This led to the tail having contact with surface blood or interstitial fluid creating a passed insertion check and limited historical log data before the puck terminated its function as designed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device after 1 day of use and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and hypoglycemia was unable to self-treat, requiring healthcare professional (hcp) treatment of glucose infusion for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the adc device after 1 day of use and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and hypoglycemia was unable to self-treat, requiring healthcare professional (hcp) treatment of glucose infusion for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.